Event description:
It was reported that the patient experienced hypoglycemia while using a cgm with the ilet bionic pancreas after announcing and consuming a dinner with fewer carbohydrates than usual, with the lowest cgm reading at 68 mg/dl and a confirmatory glucometer value of 63 mg/dl; the patient treated with approximately 7.5 grams of oral glucose gel and additional glucose per agent guidance and later reported a blood glucose of 132 mg/dl and feeling well. Symptoms included hypoglycemia. Outcomes included medication required to address the event; no serious injury, illness, or impairment was sustained. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed no findings available, and insufficient information to identify a device problem or specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.